Manufacturer narrative:
Ocd performed an investigation. Batch review was satisfactory. (B)(4).

Event description:
Customer reported that a patient sample containing anti-fyb did not react with ra787 cell 10. Testing was performed in tube. Based upon this lack of reactivity, customer was unable to identify the patient's antibody with this lot. Customer was able to identify the antibody using a competitor's product. No erroneous results were reported.